Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button: 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer allegation was not confirmed. Additionally, the device evaluation identified, pinhole in forceps channel/angle wires were stretched/adhesive on rubber has a chip and white-clouded area/debris/due to clogging of nozzle, air, water supply volume and water removal ability does not meet the specification/light guide (lg) bundle is slipping down/broken lg/scratches/damage/adhesive peeling around objective lens/discoloration and lastly, wrinkle in connecting tube. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the angulation malfunctioned and air/water leaking at the instrument/suction channel, on the evis lucera gastrointestinal videoscope. Evaluation of the device, foreign object was found in the nozzle. There were no reports of patient harm associate with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.